Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer's blood glucose level was 443 mg/dl at the time of the incident. The customer's current blood glucose level was 143 mg/dl. The customer was treated by the insulin pump. The customer¿s stated that the blood glucose level of the customer goes to the 370 mg/dl after eating breakfast and then goes back down to 87 mg/dl by lunch time. The customer was assisted with the troubleshooting for high blood glucose level and customer declined troubleshooting for the low blood glucose level. The insulin pump will not be returned for the analysis.